Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted for evaluation. The image submitted with the returned device appears to show a blood-like substance on a white cloth. A blood-like substance was noted on the catheter shaft just proximal to electrode 1. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following rpv ablation and following lpv ablation. The ensite case study indicated increases in impedance during rf delivery in 18 ablation events throughout the study. However, no anomalies were noted during the ablation events prior to patient removal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clots remains unknown.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, blood clots were observed after the right and left pulmonary vein ablations. Each time the blood clot was wiped off with gauze. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient.